Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 480 mg/dl. The customer went home and changed infusion set. Customer's father stated high blood glucose for his son was due o the bent cannula. The customer reported via phone call that the infusion set had bent cannula. Customer's blood glucose at time of incident was 480 mg/dl. The customer was advised to change the infusion and he already change infusion set. The customer was advised to return infusion set to medtronic if possible.